Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's display assembly. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected pt monitoring. No pt injury was reported.